Event description:
Customer reported that the numbers on the insulin pump were scrolling automatically. Customer did not recall any significant events leading up to the malfunction. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. The device had intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.